Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that an air detected in cassette has occurred multiple times for the last 3 nights. Fluid was seen on the cart two nights ago during an unknown phase of treatment. Fluid was not seen on or around the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred halfway through pd treatment during a drain phase. The patient confirmed that there were no solution bag leaks found. The patient stated inside of the cycler door was damp as well as the domes on the cassette during treatment earlier in the week. (Date unknown) the previous treatments had the air detected in cassette alarms without fluid leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that an air detected in cassette has occurred multiple times for the last 3 nights. Fluid was seen on the cart two nights ago during an unknown phase of treatment. Fluid was not seen on or around the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred halfway through pd treatment during a drain phase. The patient confirmed that there were no solution bag leaks found. The patient stated inside of the cycler door was damp as well as the domes on the cassette during treatment earlier in the week. (Date unknown) the previous treatments had the air detected in cassette alarms without fluid leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.